Manufacturer narrative:
At the completion of the investigation, the clinical evaluation was able to confirm the reported event in addition a type 2 endoleak. There were no patient images available for review. A manufacturing or design issue has not been identified or suspected based on the evaluation of the reported event. The root cause of the reported event is unknown, there is not enough information to determine the root cause of the reported event. Devices remain implanted in the patient and were not available for evaluation. Potential contributing factors to the reported event include; antiplatelet therapy and ectasia of the left common iliac artery prior to the initial implant.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported that the patient had an initial procedure on (B)(6) 2014 with a bifurcated device. A follow up angiogram showed a potential type 1b endoleak. The physician elected to complete a coil embolization on the left internal iliac artery and implanted limb extension to seal the endoleak. Patient is stable.